Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant. DHR review was completed: part number: 310.509; synthes lot number: l376832; release to warehouse date: 05.apr.2017; manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation selection: investigation site: (B)(4); selected flow: 5 broken. Visual inspection: the visual inspection has shown that approximately 20 mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The returned drill bit is all in all in good condition. Dimensional inspection: measurement outer diameter ø1.8; gage: 3-03-17585; tolerance ø1.8 0/-0.03; result: ø1.79 "pass". Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The measurements of the hardness after the hardening procedure were between 52.2-53.2 hrc also within the specification of 52 +3/0 hrc. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot of (B)(4) pieces was manufactured in april 2017 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the 1.8mm drill bit with depth mark was received damaged. No patient or surgical involvement was reported. Investigation of the returned device revealed a portion of the fluted tip is broken off. This report is for one (1) 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).